Manufacturer narrative:
(B)(4). The sample associated to this report is expected to be returned for analysis. If the sample is received, a summary of the investigation results will be provided in a supplemental report.

Event description:
Customer reported, the doctor was unable to deflate the cuff. The customer reported the anesthesiologist notice the cuff was not deflating well during pretest. Customer confirmed that fault was identified during pretesting efforts. No patient involvement. Covidien is attempting to gather further details surrounding the circumstances of this report, without success.